Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD, implanted: (B)(6) 2014; 429878 lead, implanted (B)(6) 2014; 693558 lead, implanted: (B)(6) 2014.

Event description:
It was reported that there was intermittent undersensing observed on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.